Event description:
It was reported that the right ventricular (rv) lead dislodged post-implant. The lead was repositioned but dislodged again shortly thereafter and was capturing intermittently. The lead was then explanted and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4196 implantable pacing lead, (B)(6) 2013.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.